Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance anomaly. Other than the procedure no additional adverse patient effects were reported. At this time, this rv lead has not been returned.